Manufacturer narrative:
The customer indicated that the incident was isolated to the sample and did not want service on the instrument. No definitive root cause was determined. Sample related variability could not be ruled out as a contributing factor. This customer has not logged any similar complaints against this analyzer since the incident.

Event description:
The customer indicated that a sample previously reported as weak d positive reacted negative the ortho provue analyzer. The customer repeated testing using the manual gel method and the same lot of gel cards and obtained a weak positive (1+ weak) in the anti-d microtube with the sample. Confirmatory testing performed in tube showed a positive (2+) reactivity at the ahg phase only, confirming the weak d status of the patient's sample. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match those obtained by an alternate method.